Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, off no power test, reset error test, rewind, basic occlusion test, prime test, occlusion test and excessive no delivery alarm test. No unexpected low battery alarm was noted. The insulin pump was monitored and no constant tone, audio anomaly, frozen display, or cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their device is stuck in reboot and displaying the software version. The customer also states there is a continuous audio alarm. The customer states they have tried to change out batteries but issue remains. The customer's blood glucose level at the time of incident was 46mg/dl. The customer's most current level was 143mg/dl. The customer declined to troubleshoot for the low levels. Troubleshoot was conducted. The customer was advised that the device would be replaced and returned for analysis.